Event description:
Information received indicating that a smiths medical cadd legacy plus pump displayed air in line and had occlusion. No adverse effects reported.

Event description:
Oracle ro 1074652 air in line and occlusion investigation completed .